Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately (B)(6) 2022 ago from date manufacturer was made aware.

Event description:
It was reported that patients ipg was not holding a charge and it drains rapidly. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device will not be return as it was disposed at the facility.